Manufacturer narrative:
The product has been returned to medtronic, and the evaluation is in-progress. A supplemental report will be submitted upon completion of the device evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 9 months post implant of this bioprosthetic mitral valve, it was explanted and replaced with a non-medtronic bioprosthetic valve. At the time of the explant, the patient was experiencing pulmonary edema. The valve was explanted due to leaflet prolapse. Upon explant, pannus was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual inspection noted there were still some green multifilament sutures attached to the sewing cloth adjacent to the right (rc) and left cusp (lc) and the sewing ring had damage, which likely occurred during explant. All leaflets were in the closed position with crowded free margins and slightly stiff but flexible except where host tissue was present. There was tissue deterioration on the right (rc) and non-coronary cusps (rc) which were a result of commissure dehiscence. There was tissue deterioration on the superior coaptive area of the right left commissure. The lunula of the left cusp (lc) was rolled, additionally a small fold was seen on the non-coronary cusp (nc). The right cusp (rc) was prolapsed, resulting in the rc billowing above the coaptive plane. The left non-coronary commissure was intact. The right non-coronary commissure was dehisced, which was related to the separation of the aortic wall layers behind the commissure. There were two partially visible sutures holding the aortic wall to the stent post. There was the beginning of dehiscence on the left right commissure. The detachment did not expose the aortic wall; therefore, manufacturing sutures could not be assessed. Traces of pannus were observed on the inflow along the sewing ring. An unknown amount of pannus appears to have been removed during explant. Radiology revealed no evidence of calcification on the leaflets and / or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.